Manufacturer narrative:
H10. The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Per reporter, the device dissembled when the t1 was being deployed which resulted in the anchor not being implanted in the patient. Therefore, no medical intervention was required to remove the anchor and procedure was completed with a backup device with no patient complication. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that during a knee arthroscopy, the fast fix device disassembled upon deployment of t1 which resulted in t1 not being implanted. The procedure was completed with the use of a smith and nephew back up device; it is unknown if there was a surgical delay. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a knee arthroscopy, the fast fix disassembled by suturing in the first shot (it tore apart). The procedure was finished using a smith and nephew back up device; it is unknown if there was any procedural delay as a consequence of the reported problem. No patient complications were reported..